Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and replaced 2 valves in the cuvette wash manifold and checked all tubing for blockages and took apart the wash assembly. Fse replaced the black swivel tubing connector and the leaking continued. Fse ordered additional parts. On (B)(4) 2011, fse replaced the wash tower assembly and shuttle. After replacement of these parts the blade washed correctly with no overflow. The customer ran multiple samples through system and no problems were observed. Repair was verified per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the cap piercer blade washer of the closed tube sampling system (cts) in the unicel dxc 600 pro synchron clinical system was leaking no injury was reported and no erroneous results were generated.